Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr sheath after an interventional percutaneous coronary procedure. Reportedly, the proglide device would not backload onto the 0.035 inch guide wire. Reportedly, the guide wire lumen may have been collapsed or the inner diameter of the guide wire lumen may have been smaller than desired. Another proglide was successfully backloaded onto the guide wire and used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficulty inserting the guide wire and undersized lumen were not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty inserting the guide wire or undersized lumen; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.